Event description:
It was reported that the device displayed an 'invalid data' message when trying to view the lead impedance trend. The patient has been receiving radiation therapy, and the device is currently at elective replacement indicators (eri). The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.